Event description:
The event occurred on (B)(6) 2012. The facility originally reported the event to neurotherm on (B)(6) 2012. The facility reported redness as a light burn at the grounding pad site that did not require medical intervention. In an email the facility stated that the pad "used was a new one and if we reuse grounding pads, we only use them twice." On (B)(4) 2012, the neurotherm sales representative visited the facility to review the instructions for use which discusses the grounding pads being a single use device. On (B)(6) 2012 the patient contacted neurotherm reporting a second degree burn. This contradicts the information originally supplied by the facility. On (B)(4) 2012, neurotherm employees talked to the patient who provided pictures. The burn is located on the right side of the back, approximately two or three inches above the waist. During the procedure, the patient twice reported a "stinging" feeling to the physician. One of the medical staff asked where the stinging was coming from and the patient pointed to the location of the grounding pad. The treatment continued.